Event description:
Customer was hospitalized for high blood sugars and low blood pressure. The customer had stomach cramps and diarrhea. It was indicated that the cause of event was unk because the md was still running tests. The last set change was two days prior to the event. The programming was accurate and the pump passed the functional tests. The customer was instructed to follow the two high blood glucose rule.